Event description:
It was reported that during use of this drill in oral surgery, the pt received a burn to the lip. The affected area was treated with antibiotic ointment and reported to be healing well without further treatment.

Manufacturer narrative:
Investigation findings: an evaluation could not be performed as the drill in use could not be identified by the user and therefore, was not returned. The customer has been provided additional education on the use and care of this product.